Event description:
According to the reporter: occurred during a pelviscopic scrokolpopexie laparoscopic procedure. The tacking device was being applied to the bone. As the mesh was fixed at the sacrum the protack fired, but the tack stuck in the shaft and could not be released normally. After pulling on the protack the mesh including the tack was released which lead to increasing bleeding. The tack was salvaged. An extra corporal function check was performed, but did fail. The whole mechanism stuck. In order to resolve the issue and complete the case, a new product was opened. There was not medical or surgical intervention needed. The event did not lead to or extend patient hospitalization. There was increase bleeding. There was slight tissue damage as a result of this problem. There was no blood loss of 500cc or more. The current status of the patient is unknown.